Event description:
Had ancure endovascular graft inserted mod 022616131613 ref 13442. This graft failed within one week and required insertion of boston scientific grafts inside the collapsed ancure graft. The ancure graft should be removed from the FDA list. Ancure had about 20 reps at rptr's surgery. Rptr underwent aortic aneurysm. Within one week, rptr was back in the hosp having boston scientific grafts inserted inside the failed ancure (guidant) graft. The initial surgery was less than one month after guidant had issued a recall of its product. FDA public health notification in 04/2001. Why did they insert a recalled graft, rptr does not know, rptr does know the or was full of guidant personnel. Rptr also know that the graft failure was not reported to the FDA.